Event description:
Additional information was received indicating the device was explanted due to normal battery depletion. No adverse patient effects were reported.

Event description:
Boston scientific received information that a year ago the battery life was 2.5 years. In october it was less than 6 months, and on 4/27 it was 1.5 years. No programming changes were done and technical services stated it sounds like the device is on bin. The caller will see the patient in two months for a follow up. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection noted the device header was damaged during explant. Review of device memory found there was no data available from the time of the clinical observation. Analysis found the device had met longevity expectations. Due to the damaged header, no further testing could be performed. Laboratory analysis was unable to confirm the clinical observation.